Manufacturer narrative:
Based on the information available, possible suspected root causes: failure to tape bone tunnel. Patient was reported to have hard bone. If bone quality is hard, then the full depth of a tap should be used.

Event description:
The customer reported that during pcl reconstruction surgery, screw broke during insertion. Surgery was completed successful using another biosteon screw.